Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer was unable to recall if the hospitalization was related to an elevated blood glucose (bg) level, or low bg level; however, customer indicated the hospitalization was related to diabetes. The cause was unknown; however customer was using humalog supplies for over 48 hours. Reportedly, the customer was released on (B)(6) 2022. No additional event or customer information was provided.